Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen all poly patella cat#: 00597206532, lot#: 63231279; natural knee flex prolong articular surface cat#: 00542801311, lot#: 62162853; natural knee tibial plate non-porous cat#: 6307-00-230, lot#: 62678398. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00042, 0001822565 - 2018 - 00311, 0001822565 - 2018 - 00312, 0001822565 - 2018 - 00313.

Event description:
It is reported that after a knee arthroplasty procedure the patient underwent a two stage revision due to infection.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.